Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted during testing. The insulin pump had compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Analysis was unable to complete with functional test due to compromised force sensor system alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 156 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture damage prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.